Manufacturer narrative:
An event regarding fracture involving a cutting edge adv rasp handle was reported. The event was confirmed. Method & results: device evaluation and results: the body of the handle broke above the quick connect holes. The fracture is consistent with the application of multiple overloads. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there has been one other event reported for the lot indicated. Conclusion: the reported event was confirmed. The root cause was determined to be a design issue.

Event description:
Cutting edge advantage broach handle striking plate broke. Cutting edge advantage broach handle's strike plate broke off while impacting the broach trials.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Cutting edge advantage broach handle striking plate broke. Cutting edge advantage broach handle's strike plate broke off while impacting the broach trials.